Event description:
It was reported that while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing performed on cepheid genexpert and results were negative. There was no report of patient impact. Assay used: bd sars-cov-2 reagents for bd max¿ system the following information was provided by the initial reporter: it was reported that customer is alleging false positive results

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false positive results on bd-sars-cov-2 assay. Customer reported that majority of the positives are n1 and repeats are performed using cepheid genexpert. Customer performed environmental monitoring with acceptable results. Customer increase cleaning and performed additional em. Field service was dispatched. Field service corrected udp settings and reviewed customer workflow, rack setup and cleaning, with no issues noted. Field service verified cleanliness and em samples which were acceptable. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 06oct2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample analysis consisted of the customer database and run file. Review of the sample shows that raw curve shows true amplification which can allude to sample prep or contamination issues. All curves were shaky, which would recommend a pressure plate adjustment. Based on the review of the sample, quality cannot confirmed that the false positive was induced by the instrument. Root cause cannot be determined with the information provided. The complaint is unconfirmed based on the curve analysis. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing performed on cepheid genexpert and results were negative. There was no report of patient impact. Assay used: bd sars-cov-2 reagents for bd max¿ system. The following information was provided by the initial reporter: it was reported that customer is alleging false positive results.